Event description:
A malfunction was reported on the customer's pump, but no specific notable events preceded the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.